Event description:
It was reported that they received the blue cable error code intermittently. They were able to unwind the cables and complete the case with no consequence to the pt.

Manufacturer narrative:
Evaluation - based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.